Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. An updated report is being sent to remove the discussion of the code, as it was determined they are unrelated complaints with different event dates. A new report 2124215-2023-28131 was created. The coding in this report was updated.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the episode by technical services (ts) was requested. Upon review, ts noted that there was a sudden decrease in signal amplitude in both primary and secondary vector resulting in double detection. Troubleshooting was performed which found all three sensing vectors showed a significant change in signal amplitude resulting in an increased risk of inappropriate therapy. Further troubleshooting steps were recommended by ts including obtaining an x-ray to assess system position. During the data review a code was observed in the device's memory. Ts discussed this code indicates an issue with the device's memory that deleted both the date of implantation and patient data. Ts discussed that the patient data can be re-entered, however the device will now use the date of the next automatic set up for the implant date. The s-ICD remains in service and no adverse patient effects have been reported. An updated report is being sent to remove the discussion of the code, as it was determined they are unrelated complaints with different event dates. A new report 2124215-2023-28131 was created. The coding in this report was updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Updating section h10 additional manufacturer narrative as was inadvertently left off last report. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the episode by technical services (ts) was requested. Upon review, ts noted that there was a sudden decrease in signal amplitude in both primary and secondary vector resulting in double detection. Troubleshooting was performed which found all three sensing vectors showed a significant change in signal amplitude resulting in an increased risk of inappropriate therapy. Further troubleshooting steps were recommended by ts including obtaining an x-ray to assess system position. During the data review a code was observed in the device's memory. Ts discussed this code indicates an issue with the device's memory that deleted both the date of implantation and patient data. Ts discussed that the patient data can be re-entered, however the device will now use the date of the next automatic set up for the implant date. The s-ICD remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the episode by technical services (ts) was requested. Upon review, ts noted that there was a sudden decrease in signal amplitude in both primary and secondary vector resulting in double detection. Troubleshooting was performed which found all three sensing vectors showed a significant change in signal amplitude resulting in an increased risk of inappropriate therapy. Further troubleshooting steps were recommended by ts including obtaining an x-ray to assess system position. During the data review a code was observed in the device's memory. Ts discussed this code indicates an issue with the device's memory that deleted both the date of implantation and patient data. Ts discussed that the patient data can be re-entered, however the device will now use the date of the next automatic set up for the implant date. The s-ICD remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.